Event description:
Note: this report pertains to the third of three speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic ligation procedure performed on (B)(6) 2023. During the procedure, the bands were moved from their position and could not be deployed. A second speedband superview super 7 was used, but the band was torn, and the remaining bands overlapped. Then a third speedband superview super 7 was used; however, the band was also torn, and the suture was detached from the ligator head. The procedure was completed with a non-boston scientific product. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event. Note: a photo of the first complaint device outside the patient was provided by the customer and shows the remaining three bands in the ligator head were moved from their position. The photos of the second device show the bands were damaged. The photo of the third device shows the band was damaged and the suture was detached.

Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of broken band. Imdrf device code a0501 captures the reportable event of suture detached. Block h10: the speedband superview super 7 was not returned; however, a photo of the complaint device was provided by the customer. Per media analysis, the photo showed the bands were damaged, and the suture detached from the ligator head. No other problems with the device were noted from the photo. Upon media analysis, it was observed that the bands were broken, and the suture was detached from the ligator head. However, due to lack of evidence and without proper evaluation of the device, the most probable cause of the reported issue cannot be established. Since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event, therefore, the most probable root cause for the encountered problems will be documented as cause not established.

Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of broken band. Imdrf device code a0501 captures the reportable event of suture detached.

Event description:
Note: this report pertains to the third of three speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic ligation procedure performed on (B)(6) 2023. During the procedure, the bands were moved from their position and could not be deployed. A second speedband superview super 7 was used, but the band was torn, and the remaining bands overlapped. Then a third speedband superview super 7 was used; however, the band was also torn, and the suture was detached from the ligator head. The procedure was completed with a non-boston scientific product. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event. Note: a photo of the first complaint device outside the patient was provided by the customer and shows the remaining three bands in the ligator head were moved from their position. The photos of the second device show the bands were damaged. The photo of the third device shows the band was damaged and the suture was detached.